Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-oct-2018. The most recent information was received on 08-nov-2018. This spontaneous case was reported by a physician and describes the occurrence of device intolerance ("there was suspicion of bad tolerance to essure") in a 58-year-old female patient who had essure (batch no. B85130) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required) and general symptom ("general symptoms happened after essure insertion"). The patient was treated with surgery (bilateral salpingectomy was performed to removed the two essure). Essure was removed on (B)(6) 2017. At the time of the report, the device intolerance and general symptom outcome was unknown. The reporter provided no causality assessment for device intolerance and general symptom with essure. The reporter commented: the patient experienced general symptoms happened after essure insertion for tubal sterilization. There was suspicion of bad tolerance to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-oct-2018. . This spontaneous case was reported by a physician and describes the occurrence of device intolerance ("there was suspicion of bad tolerance to essure") in a (B)(6) year-old female patient who had essure (batch no. B85130) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required) and general symptom ("general symptoms happened after essure insertion"). The patient was treated with surgery (bilateral salpingectomy was performed to removed the two essure). Essure was removed on (B)(6) 2017. At the time of the report, the device intolerance and general symptom outcome was unknown. The reporter provided no causality assessment for device intolerance and general symptom with essure. The reporter commented: the patient experienced general symptoms happened after essure insertion for tubal sterilization. There was suspicion of bad tolerance to essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.